Event description:
It was reported that this pacemaker exhibited signal artifact monitor (sam) episode with oversensing, noisy signals, high out of range pacing impedance and low out of range intrinsic amplitude measurements. Technical services (ts) reviewed the available device data and noted that the sam episodes occurred during an atrial fibrillation (af) event, where pacing impedance measurements greater than 3000 ohms was noted and sam was disabled. Ts suspected a procedure was performed at that time and could not determined the exact cause for the sam disablement episode. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.